Event description:
Additional information received stating patient injury did occur, but no medical intervention was required, and the incident has been resolved.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical blue line ultra cuffed tracheostomy tube, after the tube was inserted the cuff ruptured after pushing in the air. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: two used portex tubes blue line ultra (blu) tracheostomy tubes were returned for investigation. Under visual inspection the samples appeared to be in good condition. The inflation test was performed on the received samples. The investigator was unable to inflate the cuffs due to leaks. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator stated that the cuff tears most likely occurred during, or after the tracheostomy procedure, after contact with sharp edges.